Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported the patient underwent additional surgery on (B)(6) 2015; however, specific details regarding this surgery are not provided. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA:(B)(4) 2018. Additional patient code: (B)(4) additional b5 narrative: it was reported that patient underwent mesh removal on (B)(4) 2016 due to infection, blood loss, bowel obstruction. It was reported that patient died on (B)(4) 2017. No additional information was provided.